Event description:
The customer reported that on (B)(6) 2011 human chorionic gonadotropin (bhcg) quality control results that did not meet the customer's established specification were generated on the dxc 600i synchron access clinical system. Beckman coulter inc. Customer technical service guided troubleshooting revealed that the s0 bhcg calibration relative light units (rlus) were elevated after assay re-calibration. The customer was advised to recalibrate the instrument/assay again utilizing a new calibrator and reagent pack. The customer obtained a passing calibration curve after bhcg recalibration utilizing a new calibrator and reagent pack. The customer was subsequently able to obtain passing bhcg qc results performing within the customers established limits. There were no patient results generated in connection to the event. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information, sample handling/collection and additional system information were not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. The instrument was evaluated via beckman coulter inc. Customer technical service led troubleshooting. The instrument was returned into service after troubleshooting resolved the issue. A definitive root cause for this event has not been determined to date.